Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d9, g2 (remove healthcare professional) and h6: (medical device problem code is being corrected to - "4048-failure to clean adequately") additional information added to field h6 and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was residing inside the biopsy channel. There was no damage to the area where the foreign material was detected, and it was unknown if the reprocessing was performed according to the instructions for use. However, the definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use which state: detection method is described in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measures are described in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope channel tube is blocked. The issue occurred during preparation for use. There were no reports of patient harm.